Manufacturer narrative:
The manual cleaning method has been removed from the IFU. Usability of the IFU will be subject to validation by the intended user population (sterile processing technicians). The validated machine cleaning method as well as the validated sterilization procedure continue to ensure that devices can be effectively reprocessed by healthcare facilities.

Event description:
The IFU allows for cleaning to be performed either by machine or manual methods. Validation testing of the machine cleaning method was completed successfully; however, manual cleaning was not challenged during the validation nor was usability of the IFU validated by the intended user population (sterile processing technicians). No adverse event of any kind has occurred.